Event description:
The suspect device was received and underwent product analysis. The lead assembly was returned for analysis in one piece (432 mm). Three sets of setscrew marks were observed on the connector pin - due to complete pin insertion. Additionally, several indentations were observed on connector pin; however, the origin of indentations could not be ascertained. Canted spring scratches were overserved on the connector ring. The coils were notably kinked in some areas - likely due to manipulation during the implant/explant process. There were no obvious anomalies on the anchor helical. The white and green helical were stretched, and the ribbon was creased. The condition of the lead electrodes was consistent with conditions that exist due to manipulation during the implant/explant process. The continuity check of ring to white ribbon showed no open circuit condition (153.1 ohms). The continuity check of ring to green ribbon showed no open circuit condition (153.2 ohms). No discontinuities were identified during the continuity check.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the implant procedure, the physician received a high impedance error multiple times while running diagnostics. The doctor tried removing the lead and cleaning the device contact areas but after running again, they still received high impedance. Guidance was given to remove the implanting lead, insert the test resistor and run generator diagnostics, which yielded impedance within normal limits. After 30 minutes had passed, the physician opted to use a new lead, which had no issues. A review of device history records showed that the lead passed quality control inspection and was sterilized prior to distribution. Internal generator data was received for review. The generator's internal data was reviewed for the patient. Product has not been received to date. No additional relevant information has been received to date.